Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a maxzero leak. Per the clinician, "after infusing for 24 minutes, leaking occurred at the needle-free IV connector. Clothing wet. Denies skin burning. No change in skin noted upon assessment." There was no report of patient harm.